Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports unspecified viral infection, pulmonary congestion, bronchitis, congested ears, headaches and gagging. Md seen. Received antibiotics & otc allergy meds.